Event description:
On (B)(6) 2011, a respiratory therapist (rt) reported inovent (B)(4) alarmed with a loud buzzer noise and the display on the device disappeared. The device was turned off, then back on but did not boot up. The electrical connection was checked and it was determined that the device was plugged in, but was switched to another socket without any results. The pt, (B)(6) male born in the early hours of (B)(6) 2011, with history of meconium aspiration and possible persistent pulmonary hypertension was intubated immediately after birth and placed on the sensormedic 3100a high frequency oscillator ventilator (hfov) with a fractional inspired oxygen (fio2) of 100%. He started on inomax at 20 parts per million via the inovent device immediately after intubation. According to the respiratory therapist, the infant was critically ill and very unstable. At approx 0816 on (B)(6) 2011, the inovent started to alarm and the device display went blank. The infant immediately began to desaturate to the 40% oxygen range. In the rt's opinion, the infant was too unstable to be removed from the oscillator. The manual backup system was not used with the manual resuscitator. However, one rt attempted to trouble shoot the inovent, while another rt manually bled inomax into the oscillator circuit using the manual backup system of the inovent with a set oxygen flow of 6 liters/minute. The rt estimates it took her approx 6 minutes from the time the infant initially started to desaturate to establish manual flow of inomax. During that time, the infant's oxygen saturation level remained in the 40% range; however, his other vital signs (heart rate and blood pressure) remained stable. An arterial blood gas (abg) drawn during the event showed a ph of 6.88. Once inomax flow was established to the pt, the infant's oxygen saturation levels immediately increased to the 88% range. The inovent was switched out with another unit and by 0900 the infant's oxygen saturation level on fio2 of 100% and inomax at 20 ppm was reading 60-70% range. At 0900 his abg ph was 6.95. The inovent is being returned for inspection. The rt assessed the event of oxygen desaturation to 40% oxygen range as severe and definitely related to both the inovent malfunction and the lack of inomax during that initial six minute period.

Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported inovent (B)(4) alarmed with a loud buzzer noise and the display on the device disappeared. The device was turned off, then back on, but did not boot up. The electrical connection was checked and it was determined that the device was plugged in, but was switched to another socket without any results. The device is pending investigation. A supplemental report will be submitted within 10 days of completion of investigation.